Event description:
It was reported that during a procedure, the fiber tip was buried in tissue a lot, as the prostate was very large, and had a lot of bleeding and visibility issues; fiber breakage was noted at 330,000 joules. The procedure was completed with a second fiber at 200,000 joules. Pt outcome: "no injury to the pt" reported.